Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('coil perforated her bowel'), clostridium difficile infection ('diagnosed with c difficile') and genital haemorrhage ('undiagnosed active bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), clostridium difficile infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and female genital tract fistula ("fecal transmission through her vagina"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the intestinal perforation, clostridium difficile infection, genital haemorrhage, abdominal pain and female genital tract fistula outcome was unknown. The reporter considered abdominal pain, clostridium difficile infection, female genital tract fistula, genital haemorrhage and intestinal perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: intestinal perforation, clostridium difficile infection, genital haemorrhage, abdominal pain and female genital tract fistula". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('coil perforated her bowel'), clostridium difficile infection ('diagnosed with c difficle') and genital haemorrhage ('undiagnosed active bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), clostridium difficile infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and female genital tract fistula ("fecal transmission through her vagina"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastrointestinal injury, clostridium difficile infection, genital haemorrhage, abdominal pain and female genital tract fistula outcome was unknown. The reporter considered abdominal pain, clostridium difficile infection, female genital tract fistula, gastrointestinal injury and genital haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: intestinal perforation, clostridium difficile infection, genital haemorrhage, abdominal pain and female genital tract fistula ". Most recent follow-up information incorporated above includes: on 1-apr-2020: this case is deleted from bayer database as this case was found to be a duplicate case of existing case (B)(4) in bayer database. All the information that includes events, references and source documents have been transferred to retention case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.